Manufacturer narrative:
The customer reported that their ID now instrument (B)(6) had smoke, sparks, and fire when attempting to power on while ID now instrument (B)(6) had a software issue of loading applications. The customer confirmed that no one was injured, the instrument was powered off and would not be powered on. Ts instructed the customer to perform a hard reboot of the instrument by connecting it to a wall outlet, but both issues persisted. The instruments were returned. The release documentation for instrument pn: nat-024 and instrument serial number (B)(6) was reviewed and the instrument met all release criteria. The current overall incident rate for ID now instrument or device smoking for serial number (B)(6) based on the total quantity of devices distributed is (B)(4) ,the current overall incident rate for ID now instrument is burning /on fire / exploded for serial number (B)(6) based on the total quantity of devices distributed is (B)(4) and the current overall incident rate for ID now instrument is sparking for serial number (B)(6) based on the total quantity of devices distributed is (B)(4). Based on the evidence available, the serial number is performing as expected. In conclusion, the customer¿s returned instrument was verified to have a short that may have caused the customers reported issue of smoke, sparks, and fire when tested at abbott diagnostics scarborough. An assignable cause of the customer's complaint was a failure of the c85 shorting out the 12vdc. The assignable cause of the customer's complaint of not powering on is a failure of the c85 capacitor shorting due to a voltage spike above its rated voltage.

Event description:
The customer reported that the ID now instrument sparked when plugged directly into a wall outlet during routine inspection. The instrument was then powered on and smoke was observed by the customer. A short time after the instrument was powered on, the customer reported seeing a small fire on the unit. The customer stated no one was injured and the device was powered off and will not be powered on. There was no patient involvement, and no further information was provided.

Event description:
The customer reported that the ID now instrument sparked when plugged directly into a wall outlet during routine inspection. The instrument was then powered on and smoke was observed by the customer. A short time after the instrument was powered on, the customer reported seeing a small fire on the unit. The customer stated no one was injured and the device was powered off and will not be powered on. There was no patient involvement, and no further information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.